Manufacturer narrative:
A sample was not received at the manufacturing site therefore the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-53042.

Event description:
A customer reported observing one metallic silver particulate on a patient's iris during the one day postoperative visit. The particulate was not observed entering the eye during the procedure and it has not been removed. No additional information is expected. This is one of two reports being filed for this facility.